Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an armada dilatation catheter failed to deflate properly during use. There were no reported adverse patient effects and there was no reported clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) measured the deflation time, which met the product specification. Although the deflation time met the specification, a review of the lot history record identified that this lot was associated with a trend for deflation issues. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.